Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced fever and swelling at the ipg site. Infection was later confirmed at ipg site and patient is being treated with antibiotics at home. Additional information is still pending.